Event description:
It was stated that the customer was hospitalized for high blood glucose and ketones. The blood glucose reading was 797 mg/dl when admitted. It was stated that the customer was very sick and was vomiting the day prior to the hospitalization. It was also stated that the customer was having problems with his family prior to the hospitalization, which may have contributed to the high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.